Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a (B)(4) collamer single piece lens, +17.5 diopter, was wasted and the surgeon ended up implanting a non-staar lens. Additional information has been requested but none has been forthcoming. If additional information is received , a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).